Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection and erosion. The patient reports that chest pocket is painful to touch and the skin is thinning. There were no additional adverse patient effects reported. The lead remains in service.